Event description:
It was reported: 5f access, large artery, mid femoral head. Obese patient. Doctor used 6f dilator during the initial access process. Deployed distal wings and brought device to the arteriotomy. Doctor had the rt keep the skin pushed down when he was deploying the proximal wings. They were visible under fluoroscopy. However, device kept turning and would not make second click. Wiggle tested the device and it seems to stay in place. Deployed the device and it was embolized. It is uncertain where the implant was because they did not re-access. Manual compression was applied to achieve hemostasis. There were no symptoms experienced by the patient post procedure and thus the physician decided to not attempt any further procedures on this patient.